Manufacturer narrative:
Visual investigation: the instrument arrived contaminated in its cardboard box within a plastic bag. With the first view we saw, that the tip of the instrument was soiled. The jaw and the blade mechanism worked properly. Apart from that, the caiman shows no damages or mechanical abnormalities. Sealing test: after superficial cleaning of the electrodes in the jaw, we tested the function and behavior of the instrument connected with a gn200 (B)(4). Result: instrument open without tissue, generator noticed "regrasp-open." Jaw closed without tissue, generator noticed "regrasp-short." Inspection after decontamination: after decontamination we made a further investigation. First we checked the insulation in the jaw. Both insulation tongues are burned nearly complete down. The extremely low resistances of both circuits - resulted by the defect insulation tongues - caused the "short" notice of the generator. The root cause for the burned tongues remains under investigation, we assume, that it was caused by arcing, which in turn was caused by burned blood or tissue. Design change initiated. It should be noted that this submission is being generated as part of a retrospective review of complaint reports related to caiman devices; since the time of the reported failure and investigation results; instrument has undergone design change.

Event description:
The device was being used during an 'open' procedure, a total abdominal hysterectomy, and while the energy was being engaged, the jaws sparked. This happened during two 'firings' then we pulled the product and replaced it with another. This, too, sparked after about 5 firings. Two minute surgical delay. No patient injury reported.